Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported difficulty opening the clip and inability to close the clip. The reported mechanical jam (arm positioner) and difficult to remove (steerable guide catheter) could not be confirmed. A review of the complaint handling database found no similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause analysis and determined the difficulty opening and inability to close the clip was likely due to a loose release crimper and that the atypical patient anatomy likely contributed to the issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced in describe event or problem and concomitant medical products is filed under a separate medwatch report number.

Event description:
This is filed to report that the clip could not be fully closed, and became stuck with the guide during removal. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. There was noted tortuosity of the vena cava. One clip was successfully implanted, reducing the mr to 2. The second clip delivery system (cds) was advanced to the left atrium; however, the clip could not be opened. Standard troubleshooting was performed (i.e. Lock lever was retracted further) and then the clip could be opened. When trying to close the clip in preparation to cross the valve, the clip would not close to more than 120 degrees. It was noted that the arm positioner could not be turned further in the open direction. The clip was fully inverted and retracted into the guide, but became stuck. The steerable guide catheter (sgc) and cds were removed from the anatomy together. After removal, it was noted that the tip of the sgc was torn. No further clips were attempted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.